Event description:
It was reported to philips that the system was given a warning message that fluoro storage was not possible. Image disk problem. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information identified through the course of the investigation confirmed that the device was outside of clinical use at the time of the event. A philips field service engineer (rse) examined the system onsite and confirmed that the system was giving warning message indicating fluoroscopy storage was not possible due to an image disk issue. The system log files were reviewed which showed frontal ip-pc related issues. Upon troubleshooting a philips field service engineer (fse) confirmed that the cause of the problem was an ippc disk management and disk error. The fse replaced the image processing pc (ippc) and the os disk. The cause of the ippc failure could not be conclusively determined by the supplier¿s part analysis, however the replacement of imaging pc by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. The investigation has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.